Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/28/04, the reporter contacted lifescan regarding the pt's one touch ultra meter. She reported that the meter kept displayng an error 4 message. The reporter neither alleged harm nor experienced injury. During troubleshooting with the customer care rep, it was verified that the pt was using the correct testing technique. The condition of the test strips was also good. The reporter was asked to retest on the meter over the phone. However, the error 4 message appeared again on the display. The reporter was unable/unwilling to answer if the pt had experienced any symptoms at the time of concern. She had contacted a medical professional for advice, but it is unk if the pt received any treatment. Based on the info supplied by the pt, there is indication that the product malfunctioned and that it meets the criteria for a medical device reportable. The issue was not resolved through troubleshooting. Ccr sent replacement meter, test strips, and control solution to the pt.